Manufacturer narrative:
Date of report : 02jul2019, date rec¿d by MFR :14jun2019. Touchscreen assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, it was determined that the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09jan2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reports screen dysfunction. No patient/user harm reported event date not specified; estimate used.

Manufacturer narrative:
Date of report : 07mar2019, date rec¿d by MFR : 04mar2019. Philips field service engineer (fse) confirmed a touchscreen dysfunction. The fse replaced the touchscreen to resolve this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.